Manufacturer narrative:
The medical assessment of the event concluded the device did not contribute because the allegation of "higher readings" on the meter is plausible to the history of the customer's apas and lupus anticoagulant and in accordance to the limitation of the performance of the meter as communicated in the labelling of the product. In this case, specifically, the monitoring should be performed with a reagent/method/system combination insensitive to the apas. Additionally, it is not clear why there is not a consensus on the therapeutic range for this individual patient from the multidisciplinary medical care. Based on these facts there is no indication that reasonably suggests the contribution of the device to the tia event. The customer's meter was provided for investigation where it was tested using retention controls and retention strips lot 409652-15. The customer returned strips (lot no. 28124121 exp. 30-jun-2019) were expired. Therefore, they were not tested. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.5 inr, qc 2: 2.2 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." In this case the specific results were not provided, however the complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. There is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The details of the recall and the issue has been fully investigated. Occupation is lay user/patient. The cause of the event could not be determined.

Event description:
It was reported that a patient had a transient ischemic attack (tia) in (B)(6) of 2018. The exact date of the tia could not be provided, but the event did not require hospitalization. The patient received high results from coaguchek xs meter serial number (B)(4) compared to (low) laboratory results using an unknown method. Numeric values for the alleged results were requested, but not provided. The patient received a heparin injection as treatment for having low inr results. The tia was diagnosed from having an MRI. The patient was having trouble speaking and was confused. The carotid artery was examined with an ultra-sound and it was determined the tia was not from the carotid artery. No meter or laboratory results were provided for the time period before the event. The patient is reported to be in good health. The patient's therapeutic range is 3.0-4.0 inr per her neurologist, but her cardiologist prefers her inr to be between 2.5-3.0 inr. The patient was diagnosed with a blood clotting disorder (apas, lupus anticoagulant) at the age of (B)(6) years old. This MDR is being submitted in an abundance of caution.